Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high; cause was due to malfunction alarm. The customer was admitted into the emergency room and treated with insulin infusion, saline, and potassium. An electrocardiogram (ECG) and blood test were performed. Customer has not been released from the emergency room at time of event. Reportedly, issue was resolved with customer's bg level at 12.6 mmol/l. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.